Manufacturer narrative:
Device discarded by customer.

Event description:
It was reported that during a procedure the autoplex device would not turn on. The patient was brought out of sedation and another device was used to complete the case with an hour delay as a result of the event. Additional anesthesia was needed.